Event description:
It was reported during demand pm that cardiosave intra-aortic balloon pump (iabp) units power cord plugs cut off. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit in e1 block: event site name - (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: d5, e2, e3, e1 (initial reporter, event site mail), g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. Replaced power cord due to non-conforming hubble plug placed by customer. 3 gfe's raised, no response. No service order available, complaint will be closed and, in the event, new information was to become available, a supplemental report will be submitted.

Event description:
N/a.